Event description:
Information received from the manufacturer's representative reported that there was an overdischarge (od) on the patient's implantable neurostimulator (ins). The representative was doing a physician mode recharge (pmr) at the time of report. No symptoms were reported in the event. Additional information received from the reported that the pmr was successful in bringing the patient's device out of overdischarge. The rep also reported that the patient charged normally but the battery level dropped to 25% without use. The patient was scheduled for a battery replacement. Further information received on nov. 1, 2016 reported that the patient had to cancel the replacement appointment and it was to be rescheduled. The indication for use for the implanted device was noted as degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.